Manufacturer narrative:
Concomitant medical products: 5071-53 lead, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the cardiac resynchronization therapy defibrillator (crt-d) an inquiry was received regarding observed oversensing. Review of stored atrial tachycardia episodes by qualified personnel identified electromagnetic interference from an external source, a type of external signal seen with poorly grounded electrical wiring. The crt-d remains in use. No patient complications have been reported as a result of this event.